Event description:
There was an allegation of questionable elecsys anti-tshr immunoassay results for 2 patient samples on a cobas 6000 c (501) module. The reporter stated that they did not have the anti-tshr test disabled in the module when the initial daily sample tubes were tested. The reporter questioned the difference in results when the frozen sample tube (specific tube they use for the assay) from the same collection was processed. For sample 1, the initial anti-tshr result was 1.35 iu/l. The repeat result from the frozen sample was 8.88 iu/l. For sample 2, the initial anti-tshr result was 1.12 iu/l. The repeat result from the frozen sample was 7.92 iu/l. The frozen sample result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on 20-aug-2024 and the result was acceptable. The qc recovery was acceptable. There was no indication of a performance issue with the reagent. The alarm trace showed multiple sample short and lower reagent volume alarms. The investigation did not identify a product problem.